Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and identified the shuttle timing belt was stretched out causing autoloader motion errors. Fse indicated the carbon bridge needed to be replaced. The fse replaced the shuttle timing belt and the carbon bridge to resolve the issue. Fse performed cleaning of the flowcell and verified quality control passed. Analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results and autoloader motion errors on their dxc 600 pro clinical chemistry analyzer. The high patient results were not reported out of the laboratory. The customer repeated approximately seven (7) patient samples on another dxc analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.